Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted ipg and leads were discarded.

Manufacturer narrative:
Date of event: exact date unknown, event occurred on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 19660529 / 19938023.